Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported burnt screen which was observed during evaluation and found during visual inspection. The display was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a burnt screen . There was no patient involvement. No additional information is available.